Event description:
Overdose reported device history record was reviewed, no event linked to the reported issue was observed. Device log review found that the flowrate setting was 250ml/l and not 125ml/h and programmed vtbi was 1000ml and not 500ml. It also confirmed the locking keyboard as reported in the complaint. No other event between start and stop was present in the log on the date of the event. The device was received for investigation. Several tests related to accuracy flow rate were carried out and results were compliant with IFU specifications. No technical cause could be identified for this event as the device worked as intended during testing. Device log review was performed as stated above. Calculated volume corresponds at recorded volume. The bag of 500 ml was empty after 2 hours, because flow rate has been programmed at 250 ml/h and not 125 ml/h, and vtbi has been programmed at 1000 ml and not 500 ml.

Event description:
Overdose reported.